Manufacturer narrative:
(B)(4). Device manufactured date: dec. 03, 2014 to dec. 09, 2014. As the device was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a sponge sticking halfway out of their minicap. It is unknown if the patient used the cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.